Event description:
It was reported that during a nephrectomy procedure, the cartridge fell out of the device. The cartridge did not hold in the device. Another like device was used to complete the case. No patient consequence reported.